Event description:
Secondary IV antibiotic back flowed into the primary normal saline bag. The secondary IV bag was elevated 9" and prmary tubing was clamped on the side roller. Per biomed: examined tubing and pump. The check valve in the primary tubing set malfunctioned. When I got to the biomedical engineering department, I was then unable to reproduce the problem. I believe the check valve worked itself free during the trip to the lower level. The pump itself functioned properly and was returned to service.======================manufacturer response for smart site infusion set, (brand not provided) (per site reporter).======================unknown at this time.this is an ongoing problem with these devices.